Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Specificity calculated for the customer site was 99.60%, which is slightly lower than the specificity stated in the method sheet (99.74%) but remains within the expected range. The root cause was attributed to sample-specific discrepancies, potentially influenced by pre-analytical factors such as clotting time or sample handling. The customer was advised to re-test initially reactive or borderline samples in duplicate and to confirm repeatedly reactive samples using recommended confirmatory algorithms, including western blot and hiv rna tests.

Event description:
The initial reporter alleged false reactive results in patient samples when using the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The customer reported a total of 11 false reactive results out of 2,234 determinations conducted between (B)(6) 2023. For one sample, the initial result was 1.26 coi (reactive). Another sample showed a decrease in coi values across multiple tests: 1.01 coi (reactive), 0.94 coi (reactive), and 0.684 coi (non-reactive). Nucleic acid testing (nat) was performed for confirmation of results.